Event description:
The following has been reported: nurse reported: pt had an IV of cisplatin infusing. Into the y site of the chemo tubing a normal saline was infusing. At the distal port on the tubing, normal saline was leaking out of the distal y-site. I do have the tubing saved. (Spiros would be contaminated with chemo but have in plastic bag). No patient harm a preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.